Event description:
The patient reported the pod site on their arm had a red bump, there was irritation, and it was infected. On (B)(6) 2025, the patient sought medical attention. The patient stated they were experiencing high blood glucose levels and it was hurting increasingly more, as the site started with mild redness and grew darker red later. The patient reported they were treated with anti-biotics and were discharged on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.